Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The bubble sensor and module were replaced as a precaution and subsequent functional testing did not identify further issues. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the s5 bubble detector alarmed when the user tried to flow with the arterial pump during a procedure. The user indicated that there were no visible bubbles in the line. The alarm stopped the pump. The user cleaned the bubble sensor for the next procedure and the issue did not recur. There was no report of patient injury.